Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.21 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The power supply assembly module and charging board was replaced, which successfully resolved the issue. The probable cause was determined to be component failure of the power supply assembly module and charging board. The ground resistance test subsequently passed with a measured value of 0.069 ohms. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.21 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The power supply assembly module and charging board was replaced, which successfully resolved the issue. The probable cause was determined to be component failure of the power supply assembly module and charging board. The ground resistance test subsequently passed with a measured value of 0.069 ohms. No patient involvement was reported.